Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were not made at this time. The patient was asymptomatic.

Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2023, and the suggested programming changes were made. The patient was asymptomatic.